Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test at 19.06 psi, 20.49 psi, 19.52 psi, 19.31 psi at medium pressure setting during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test at 19.06 psi, 20.49 psi, 19.52 psi, 19.31 psi at medium pressure setting" was not reproduced. The device was tested for downstream occlusion detection and it passed. The pump performed within specifications. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.